Event description:
It was reported that during a clinic visit, this single chambered implantable cardioverter defibrillator (ICD) was interrogated and found to have recorded a signal artifact monitor (sam) episode. The health care professional (hcp) called technical services (ts) for further review of the stored sam event. Upon review, ts determined that the sam feature had disabled the minute ventilation (mv) respiratory rate sensor due to electromagnetic interference (emi) oversensing of noise artifacts on the right ventricular (rv) channel. Ts discussed troubleshooting options with the hcp. At this time, the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a clinic visit, this single chambered implantable cardioverter defibrillator (ICD) was interrogated and found to have recorded a signal artifact monitor (sam) episode. The health care professional (hcp) called technical services (ts) for further review of the stored sam event. Upon review, ts determined that the sam feature had disabled the minute ventilation (mv) respiratory rate sensor due to electromagnetic interference (emi) oversensing of noise artifacts on the right ventricular (rv) channel. Ts discussed troubleshooting options with the hcp. At this time, the ICD remains in service. No adverse patient effects were reported.